Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 220v (pump max). During the procedure, while in use with a penumbra system 5max ace reperfusion catheter, a penumbra system 3max reperfusion catheter and a penumbra system aspiration tubing, the pump max was powered on but did not produce any vacuum. The physician completed the procedure by manual aspiration using a syringe. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: there was no visible damage to the exterior of the penumbra aspiration pump max (pump). The pump was plugged in and powered on. The pump only made a humming sound like a fan was running. Conclusion: evaluation of the returned pump revealed that upon powering on, a humming noise was heard, but no vacuum pressure could be created. The root cause of this complaint cannot be determined. Penumbra pumps are 100% functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.